Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a tego connector, was found to have a rubber cap that was disintegrating during patient use. The following issue was reported by the customer: "dialysis department has informed me that they have a faulty tego connector: the rubber of the cap is disintegrating." It was reported that when connecting the bi-puncture catheter to the patient, the nurse had difficulty screwing the syringe correctly onto the tego of the arterial branch. The clinician tried three times. When it was removed there was nothing to suction. The clinician then disconnected the syringe and realized that the silicone of the tego was torn. The device was removed and connected the artery directly to the catheter. The event happened before extra-renal purification, when disconnecting the suction syringe. The event was noticed visually by disconnecting the syringe. The tubing was replaced, and treatment resumed. No visible default on the device before use, the device was placed on the catheter at the time of the incident. The internal rubber was torn. The customer provided a picture of the sample in a recipient with water. There was no patient harm reported and no need for medical intervention.

Manufacturer narrative:
One (1) photograph was returned for evaluation which shows damage to tego silicone seal. Received one (1) used list# d1000, tego¿ connector, for evaluation on 10/23/2024. As received, the sample shows visual damage, torn silicone seal, no other damage or anomalies observed. Confirmed customer complaint of the faulty tego connector: the rubber of the cap is disintegrating. The probable cause of the top silicone seal damage is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Lot history review and relevant commodities were reviewed, and a discrepancy was identified; wrong silicone was used. Corrective and preventative actions are in process.